Manufacturer narrative:
The investigation by ge healthcare has been completed. The logs were reviewed by a ge healthcare remote technical engineer. The engineer provided the customer with suggestions for the repair process, however, the customer has not provided a response to the ge healthcare follow-up request. No further action is required.

Manufacturer narrative:
Patient information is currently unavailable. Ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during a case, the unit stopped ventilating with system failure. There was no reported patient injury.